Event description:
It was reported that the surgeon removed a trident 48mm shell, mdm liner and a rest mod hip stem - on pt's left side because pt had an infection. Surgeon replaced with a cement spacer.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: mod con distal stem 20 x 155mm, cat #6276-7-020, lot #caxk673d; description: trident psl ha cluster 48mm, cat #542-11-48d, lot #36254203d; description: restoration adm x3 ins, cat #1236-2-244, lot #39681601; description: 22.2mm +3 lfit v40 head, cat #6260-9-222, lot #39509703; description: 6.5 cancellous bone screw 20mm, cat #2030-6520-1, lot #mlk3dv, mllnk4 and mlj8ld; description: 23mm mod rev hip body/bolt std component level 9006-1-023, cat #6276-1-023, lot #36254203. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.